Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the a1059 mayfield modified skull clamp slipped during a spinal procedure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. Additional information has been requested.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.